Event description:
Device malfunction: clip failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip failed to deploy after the sheath splitting was completed. The device was removed and the method used to achieve hemostasis was not reported. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.